Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The technical investigation confirmed that the outer shaft has not been retracted. The stent has not been released. The device was returned with the trigger being located outside of the two handle half shells, impeding the functionality of the trigger. The safety tab has been removed and was returned separately together with the ratch which is another part of the handle assembly. Besides the ratch all parts are present and correctly assembled inside the handle. After repositioning the trigger and the ratch, the stent could be normally released. Review of the photograph taken from the angiogram did not provide further relevant information with regards to the root cause of the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. It should be noted that, according to the IFU, the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The technical investigation confirmed that the outer shaft has not been retracted. The stent has not been released. The device was returned with the trigger being located outside of the two handle half shells, impeding the functionality of the trigger. The safety tab has been removed and was returned separately together with the ratch which is another part of the handle assembly. Besides the ratch all parts are present and correctly assembled inside the handle. After repositioning the trigger and the ratch, the stent could be normally released. Review of the photograph taken from the angiogram did not provide further relevant information with regards to the root cause of the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. It should be noted that, according to the IFU, the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a mildly calcified lesion (70 percent stenosis degree) in a mildly tortuous part of the mid to proximal superior mesenteric artery. After implantation of the first stent, a second pulsar-18 self-expandable stent was introduced, but the trigger could not be pressed. The stent could not be released after several attempts. Another pulsar-18 was used to finish the procedure.